Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the pump powered up to the verify screen with auditory and vibratory alarms. The pump cover was removed to find no intermittent conditions or defects to the vibration motor circuit. No pulsing vibration conditions were duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.